Event description:
It was reported that the cdi 500 was displaying inaccurate potassium, oxygen, and carbon dioxide values during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The device was returned to terumo and the reported failures could not be duplicated but error messages were stored on the erasable electronically programmable read only memory. Several parts were replaced, including the rear cover assembly monitor, single board computer, and printer circuit board. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.